Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient complained the alarm had triggered while connecting the power module. Clinicians checked the device and found a low-speed operation alarm and pump stop recorded. Driveline fatigue was suspected. There were no subjective symptoms. Log files were submitted for review and confirmed the reported low speed advisory & pump stop alarms on day 1853. The data showed 3 low speed advisories. Speed drops were as low as 0 revaluations per minute (rpm). These issues only appeared to be occurring while the ventricular assist device vad was connected to the power module. There were no further alarms when the patient was connected to the batteries. It was recommended that the patient remain on battery power. A pump replacement would be performed, and the left ventricular assist device (lvad) and the system controller would be returned.

Event description:
On (B)(6) 2024, the patient received a heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section g3: the correct date received by manufacturer for the previous report should have been sep 10, 2024. The report was inadvertently submitted with date received by manufacturer as sep 11, 2024. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Correction d1 - brand name correction d4 - model number, catalog number no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was awaiting a transplant.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the evaluation of (B)(6) confirmed internal wire fatigue. The pump was returned assembled with the driveline cut approximately 2.0¿ from the pump body. Additional segments of driveline measuring approximately 5.0" and 31.5" were also returned. The inflow conduit (inlet tube with apical sewing ring, flex section, and inlet elbow) and outflow conduit (graft lumen, bend relief, and bend relief collar) were returned secured to their respective pump ports. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to any flow or functional issues. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. The silicone sleeve, bionate, and metal-braided shield were removed from the returned portion of driveline. Continuity testing was performed and did not reveal any discontinuities or shorts. Visual inspection of the underlying wires revealed breaches in the insulation of the red and green wires, approximately 1.0" and 5.0" from the pump housing, respectively. The driveline was then submerged in a saline bath for hipot testing to check for additional current leakage through each wire's insulation, and no further breaches were identified. The conductors of the red and green wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the red and green wires would have interrupted function as a result of the exposed conductors of either of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit or power module. The resulting short-to-shield would have caused the pump stoppage observed in the submitted log file data. The disruptions in the wires would have affected wire phases 1 and 3 and could have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or an ungrounded patient cable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. B) discusses driveline damage due to wear and fatigue and includes driveline care instructions. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The heartmate ii left ventricular assist system patient handbook (rev. D) contains information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and patient handling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file confirmed low speed and pump stop events. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file captured a transient pump stop on day 1853 with associated low speed advisory/ hazard and low flow hazard alarms. The associated voltage levels indicated that the pump stoppage event occurred when the system was powered by a power module. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling.¿ no further information was provided. The manufacturer is closing the file on this event.